Event description:
On (B)(6) 2023, fresenius became aware that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the pdrn reported the patient presented to the outpatient dialysis unit on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 423 u/l, polymorphs = 91%) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event, as the patient admittedly does not wear a mask or perform proper hand hygiene prior to initiation or completion of therapy. A home evaluation also noted the patient was not properly disinfecting their shower head. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and is recovering from the events.